Event description:
It was reported that the pt had persistent bilateral sacroiliac pain which was a pre-existing condition, worsening or exacerbation. Examination and palpation on (B)(6) 2010 revealed right sacroiliac joint hypomobility, right ileum posterior rotation. No action was taken. Following a motorcycle accident there was a loss of low back stimulation paresthesia coverage. On (B)(6) 2010, there was a reprogramming intervention involving device interrogation. The outcome was resolved without sequelae.

Manufacturer narrative:
(B)(4).